Manufacturer narrative:
The compatibility check could not be performed as no product information was provided. The DHR check could not be performed as the lot number was not available. Trend analysis could not be performed as no product information was provided. No product was available for investigation. Review of incoming information it is reported that a patient had a revision of a unknown dynesys system at unknown date due to unknown reasons no x-rays, pictures, surgical notes or other documents were provided for review. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the appropriate rmw. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown dynesys product on an unknown date. A revision surgery was planned due to unkown reasons. A removal kit for dynesys implants was ordered. The exact date of the revision surgery is unknown. As the occurrence date is unknown, the awareness date was taken as occurrence date.